Event description:
It was reported by a physician that the patient recently underwent a lobectomy procedure and as a precaution disabled the vns. When the patient came back to have their vns turned on, there was an error seen showing low output current, possibly due to an impedance issue or settings needing to be reduced. The physician lowered the settings and the message resolved. The physician was not able to set it to a certain output current without seeing the message again so the output current was lowered. The surgeon when called noted the surgery area was far from the vns and denied any possibility that the generator was affected during surgery. The physician stated they reinterrogated to confirm settings and got error code 128 and could not successfully interrogate again. The generator data was reviewed to identify possible sources of current not being delivered and no possible causes or evidence of current not being delivered were identified. No additional relevant information has been received to date.